Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was artifact oversensing noted on a stored electrograms (egm) episode. It was also noted the patient was in surgery at the time of the episode. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.